Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 1.4, lab: 6.9. Date: (B)(6) 2012, inratio: 1.7, lab: 6.9. Meter serial number: (B)(4). Meter serial number: one meter is included on this report and the other on medwatch report: 2027969-2012-00248. The nurse tested himself with the same lot of strips and meter used for the patient and obtained an inr=1.0.